Event description:
It was reported there was a confirmed motor stall noted in the event logs with no recovery. The patient had heard an alarm so they went into the clinic on the date of this report. The pump alarmed every 10 minutes. The logs were read and confirmed a stall occurred at 06:36. The eri (elective replacement indicator) was at 7 months. The stall did eventually recover within less than 24 hours. There was, however, more than one motor stall noted in the event logs. The repeated stalls and recoveries occurred within a short duration, not a long duration. The cause of the stalls was not known. The health care provider (hcp) was unable to ¿restart¿ and placed the pump into ¿safe mode¿. The motor stall reoccurred and the patient had then requested for it to be shut off to stop alarming. It was noted the proper procedure was done. No symptoms were reported. It was noted the patient was only on oral pain medication. The surgeon was planning on replacing the pump on (B)(6) 2015. The pump was to be programmed to minimum rate mode and the alarm was to be silenced as reported. It was further reported, however, the pump wasn¿t replaced that day because the patient wasn¿t available. The pump was now going to be replaced (B)(6) 2015. A request occurred for the password to turn off the pump and was obtained. The device system was used to deliver clonidine and sufenta.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).